Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button was completely unresponsive. The down arrow, ok and contrast keypad buttons required multiple button presses to elicit a response. The keypad cover was removed and the up arrow button contact was found to be misaligned. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. Also unrelated to the complaint, evaluation revealed a cracked battery compartment extending from the opening of the battery chamber down to beneath the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.